Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 300mg/dl. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes and reloading the cartridge, the alarm cleared.